Event description:
It was reported that distal femur was broken during impacting femoral component.

Manufacturer narrative:
An event regarding a distal femur fracture during implantation of a scorpio nrg ps femoral #5 right was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as medical records and legible x-rays are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 81-440xx scorpio nrg ps femoral #x xxxx. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that distal femur was broken during impacting femoral component.